Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following deployment to a depth of 3-4 mm, the nosecone became caught on the c-tab of the valve as it was withdrawn. Due to this interaction with the nosecone, the valve was pulled out of the annulus. The patient¿s native leaflets became pinned open by the base of the valve causing severe aortic insufficiency, but the aorta was too small to snare and pull the valve further up. Subsequently, a non-medtronic valve was quickly loaded and deployed in the patient. The patient¿s blood pressures remained low. Supportive medications were administered and a balloon pump was placed. The implanting physician attempted to engage the left coronary artery to rule out coronary occlusion. They were not able engage the coronary artery, but were able to inject enough contrast to rule out occlusion. There was a 3-hour procedural delay. The patient remained intubated and on the balloon pump until the following day when she stabilized.

Manufacturer narrative:
Updated data: d. Suspect medical device: h4. Device mfg date h6. Eval code method of the suspect dcs was updated. Corrected data: h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. The patient code was erroneously omitted from the initial report submission. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: k016814); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following deployment to a depth of 3-4 mm, the no secone became caught on the c-tab of the valve as it was withdrawn. Due to this interaction with the nosecone, the valve was pulled out of the annulus. The patient¿s native leaflets became pinned open by the base of the valve causing severe aortic insufficiency, but the aorta was too small to snare and pull the valve further up. Subsequently, a non-medtronic valve was quickly loaded and deployed in the patient. The patient¿s blood pressures remained low. Supportive medications were administered and a balloon pump was placed. The implanting physician attempted to engage the left coronary artery to rule out coronary occlusion. They were not able engage the coronary artery but were able to inject enough contrast to rule out occlusion. There was a 3-hour procedural delay. The patient remained intubated and on the balloon pump until the following day when she stabilized.